Event description:
I bought 2 zyppah anti-snoring devices in (B)(6) 2017. At first they seemed to work well, however, after a short time, I began seeing issues. One thing I noticed that I was very unhappy with was that the liner breaks down very quickly and separates from the main frame. The first device lasted about 2 months and the liner was literally ready to fall out. I had remolded once, so I attributed this separation was due to that and went to using my 2nd new device. That device lasted 2 months and it is coming apart. I aspirated a piece of the liner 2 nights ago. The quality of this device renders it dangerous.